Manufacturer narrative:
The lot number (0m64100603) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. According to the complainant, the suspect device has been implanted and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation on november 14, 2006 that a prefyx pps system was used during the prefyx placement procedure performed in 2005 (female patient; weight unknown). According to the complainant, the patient underwent placement of the prefyx device in 2005 for stress urinary incontinence. Two days later, the patient experienced bladder retention of mild intensity. A foley catheter was inserted for 4 days in 2005. There were no patient complications reported as a result of this event. The event was resolved without sequelae.